Event description:
Patient underwent surgical placement of a biventricular defibrillator two years ago. When one of the leads was thought to be malfunctioning the patient was recently returned to the or where the lead was found to be functioning. The malfunction was noted to be within the setscrew in the defibrillator. The defibrillator was replaced.